Event description:
Additional information was reported that the patient's ins was tested by a manufacturing representative (rep), and they believe it is a nerve in the patient's leg being hit when the patient bumps their leg or the ins. They don't think the shocking is coming from the machine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller reports patient has been doing well with her stimulator. Caller reports when patient accidently hit the ins to the edge of a table, stimulation is off, patient would feel jolting and shocking sensation. Caller reports unknown when the shocking sensation started, but has happened for years. Caller reports couple of weeks ago, patient accidently hit the side of the ins, stimulation off, patient felt shocking sensation all the way down to the left side of the leg. Ins implanted on the left side. Electrode impedance performed at 3v/450pw, impedance ranging from 640-990 ohms except electrode 1/5: 99 ohms electrode 5/6: ???. Caller reports patient thinks these impedance started about 4-5 years ago. Caller reports patient using 1v, at 3v was strong. Caller reports patient is programmed two programs:1. 2+3-2. 5+7-caller reports currently ins is turned off, palpation did not reproduce shocking sensation. Caller reports patient is doing the palpation.caller reports ins pocket site looks fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.